Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report, shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device showed signs of damage. This was attributed to improper maintenance. Device was replaced and returned to the customer.

Event description:
Device was returned for repair with a defective safety bolt, defective coupling mechanism, a broken drive shaft, a defective motor and corroded contacts. This is report 1 of 1 for complaint (B)(4).